Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the procedure, the atrial lead was repositioned a few time due to small p wave. After the third attempt the helix was unable to retract. Another lead was used. Patient's condition was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 46.0 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.